Event description:
Based on a review of the medical records provided by the patient's attorney: (B)(6) 2009 - hospital admission for abdominal pain and non-healing post surgical wound, enterocutaneous fistula with infected mesh, (B)(6), enterbacter cloacae infections of abdominal wall, stool drainage from wound. (B)(6) 2009 - the patient underwent exploratory laparotomy, small bowel resection, omentectomy, excision of composix kugel and closure of ventral incisional hernia with collamend. (B)(6) 2009 - the patient underwent debridement of complex abdominal wound and excision of collamend. (B)(6) 2009 - hospital admission (transfer to long term care), fistula improving, abdominal pain resolving, (B)(6) and vre screens are (B)(6). (B)(6) 2009 - hospital admission (transfer back to acute care), the patient was admitted for extensive skin grafting, not safe to do as an outpatient. (B)(6) 2009 - the patient underwent complex adjacent tissue rearrangement of the abdomen, excisional debridement and wound preparation of abdominal wound.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. The patient is morbidly obese, with multiple comorbidities including: coronary artery disease, copd, borderline diabetes and hypertension, she has a medical history significant for (B)(6) due to lap band and history of non-healing surgical wounds. The patient had several post operative office visits for a non-healing wound and other issues over five months. Currently it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the patient's previous medical and/or surgical history may have contributed to the alleged event. The medical record indicates the patient developed an infection the product's IFU states, "if an infection develops, treat the infection aggressively. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions can be drawn. See MDR 1213643-2010-00113 for information related to the composix kugel implanted on (B)(6) 2008.